Event description:
It was reported that shaft break occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for treating the 70% stenosed, mildly tortuous and mildly calcified left anterior descending artery. Wolverine was opened and prepped; the shaft broke into two separate pieces before being introduced into the patient. An nc balloon catheter was used to complete the dilation to the lesion. A 6f guidezilla ii was then placed for more support during stent delivery. A 4.5mm synergy xd stent was then advanced into the 6f guidezilla ii but failed to advance through the 6f guidezilla ii. It was observed that the guidezilla ii catheter was not large enough for the 4.5mm synergy xd stent and that the synergy xd stent possibly became deformed during advancement. The synergy xd stent was exchanged for smaller sized non-bsc stent to proceed with the completion of the procedure. No patient complications were reported.